Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) of approximately 394-600 mg/dl. Reportedly, customer was not using the control iq feature and did not have an active cgm session running during the elevated bg. Elevated bg was addressed via a correction bolus.